Event description:
It was reported that the customer does not always receive an alarm when her blood glucose levels drop. Customer stated that she had a low blood glucose level set at 62 mg/dl. Customer stated that the other night, she woke up with a blood glucose level of 49 mg/dl and never received an alert. Customer stated that other times the pump will alarm with alerts that she does not have set up. Customer treated with orange juice. Customer stated that she got a rise rate alarm but does not have it set up. Customer changed the site for the sensor. Customer had an issue with differences in sensor glucose and blood glucose readings. Customer wanted to turn off the fall rate and rise rate feature. Customer declined troubleshooting. Customer does not think it was the pump that caused her low blood glucose levels. Customer was at work. Customer was advised to monitor the system and call back for further assistance. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.